Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor had calibration errors. The customer's blood glucose level was 160mg/dl. Standard troubleshooting was performed. The customer removed the sensor and discovered that its cannula was damaged. The product is being returned. Nothing further was reported.